Event description:
It was reported that this patient was scheduled for an implantable cardioverter defibrillator (ICD) replacement for normal battery depletion, and during the same procedure the physician elected to also replace the right ventricular (rv) lead since it was part of the reliance eptfe potential calcification/gradually rising lvsi advisory population. It was noted that to date, the rv lead shock impedance was 100 ohms, which is within normal limits. A new generator and a new rv lead were successfully implanted. No adverse patient effects were reported. The explanted rv lead is expected to be returned for analysis.